Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was "high" with large ketones. Customer gave a manual injection to address bg. Customer reverted to an alternate form of insulin therapy.